Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call multiple instances of blood glucose values above 400 mg/dl. The customer stated that her blood glucose was 400 mg/dl while her sensor read 50 mg/dl. The customer also mentioned that she was in the ICU for several days due to a blood glucose of 600 mg/dl. She was treated with fluids from an IV throughout her hospital stay. The insulin pump was not returned for analysis.